Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead was oversensing myopotentials and had an elevated capture threshold after implant. The oversensing caused inhibition of right ventricular pacing. Programming changes were made to temporarily address the issues, and then on (B)(6) 2021, the lead was repositioned from the apex to the septum. After the revision, the issues appeared to have resolved. The patient was asymptomatic and in stable condition.